Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an gunther tulip on (B)(6) 2007 due to deep vein thrombosis during pregnancy. Pt further alleges symptoms immediately after implantation and saw health care provider 1 day after implantation. Pt alleges device unable to be retrieved and epithelialization of the filter to the device. Pt further alleges lifelong medications, anxiety, inr visits every 4-6 weeks, fear, had to stop nursing during and after procedure, and stenosis of carotid artery. Unsuccessful attempted repositioning of ivc filter (B)(6) 2007.

Manufacturer narrative:
Additional information-investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip-unable to retrieve, embedded, anxiety, fear, stenosis of carotid artery, and stop nursing". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety, fear, stenosis of carotid artery, and stoppage of nursing are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, but filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.